Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was having localized pain at the battery site. Started month ago and becoming more severe. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp assessed pocket site and elected to do pocket revision to move battery. The surgery was going to be scheduled in the future. Patient's weight was asked but unknown. No further complications were reported/anticipated.